Manufacturer narrative:
.

Event description:
Manufacturer's first level investigation unit found the device showed evidence of melting, smoking, burning, flaming, or exploding. No adverse event reported. The device was returned, replacement sent.